Manufacturer narrative:
Device was used for treatment, not diagnosis(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was inserting a 6 mm, 1.55 mm diameter matrixmidface self drilling screw into the infraorbital rim to secure a preformed orbital plate to the bone (right orbit). The surgeon chose to not pre-drill for the self-drilling screw. The matrixmidface screwdriver blade that the surgeon was using was toggling when engaging with the screw head. The surgeon noticed this feeling upon insertion, the screw was then backed out, pre-drilled with a 1.1 mm drill it with a 6mm stop. The surgeon then tried to re-implant the 6mm screw. The screw fractured along the shaft of the screw while inserting. The head was retrieved and forceps were successfully used to retrieve the fragments left in the bone. At that time, the screwdriver blade was switched out. The 2nd screw was inserted after predrilling with a 1.1 mm drill bit with 6mm stop. The 5mm screw cruciform defaced at final tightening and then was removed without incident. The angle which the screwdriver blade was used was within 10-12 degrees off of perpendicular to the plate. The surgeon stated that the screwdriver blades were not engaging the screw securely. The surgery was completed with pre-drilling and using 5 mm screws. The surgeon used two finger hand tightening technique. There was a five minute delay in surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: screw broke during insertion on (B)(6) 2015, it was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.